Event description:
It was reported that the customer was hospitalized for high ketones and high blood glucose. The mother stated that customer's blood glucose was in the 500mg/dl range. The customer was treated with an insulin drip and then released the same night. The mother stated that stress at school seemed to be the issue causing his high glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.